Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code: 3191: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. According to the reporter, on approximately on (B)(6) 2025, the patient was in the intensive care unit due to diabetic ketoacidosis. The reporter was unable to provide further details of the event but advised the unspecified patient to call. There was no documentation of further medical evaluation or intervention. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.